Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/31/2024 it was reported by a sales representative via (B)(4) that an ar-8305 synergy resection shaver console had an electrical short and displayed critical error while smoke came from the machine. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Control board) this evaluation determined that the reported event occurred due to a resistor r94 failure on the control board resulting from an overcurrent condition caused by issues investigated and addressed in CAPA-00063.